Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited left ventricular (lv) pacing inhibition. At that time the sensing configuration had been reprogrammed which technical services (ts) noted the rv based timing could have caused the lv pacing inhibition. It was noted that the right ventricular (rv) lead was fractured, observed during an in-office interrogation. Ts recommended asynchronous pacing mode for this crt-p until an rv lead revision could be scheduled. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited left ventricular (lv) pacing inhibition. At that time the sensing configuration had been reprogrammed which technical services (ts) noted the rv based timing could have caused the lv pacing inhibition. It was noted that the right ventricular (rv) lead was fractured, observed during an in-office interrogation. Ts recommended asynchronous pacing mode for this crt-p until an rv lead revision could be scheduled. This crt-p was explanted and replaced due to a therapy upgrade. No adverse patient effects were reported.